Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions), and h11 to reflect engineer evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A 3mensio report was provided and revealed that the patient's access vessel had a presence of calcification, tortuosity and an undersized vessel. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Liner puncture is defined as a liner tear with crimped thv/ds protruding through the sheath lumen. This failure mode when combined with liner stretching (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. The liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. Per review of the 3mensio report, the patient access vessels had presence of patient factors (calcification, tortuosity, undersized vessel). Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The presence of tortuosity can create a challenging pathway during delivery system advancement, leading to stretching/weakening of the sheath liner. Additionally, non-coaxial alignment during delivery system advancement can cause the crimped valve to catch onto the liner and result in a puncture. Calcification and undersized vessel diameters may create a constrained condition and increase restriction leading to improper sheath liner expansion. In this case, the insertion through sheath and subsequent liner punctured was confirmed based on the provided imagery. The available information suggests that the factors related to manufacturing process (improper sheath liner expansion) and patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported resistance, sheath does not expand and liner puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, a product risk nor corrective or preventative action is required.

Manufacturer narrative:
Correction to h11 as this event required a full engineering review. The 14fr esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: esheath IFU, commander delivery system. Device preparation manual and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of the failure mode is not required at this time. As reported, "during valve/delivery system insertion, it was noticed that the valve was outside of the sheath in the patient's aorta. During the removal of the valve/ds/sheath." Per review of the provided imagery, the liner was confirmed to be punctured with liner stretching along the puncture. In this case, insertion through the sheath and subsequent liner puncture was confirmed based on the provided imagery. The available information suggests that the factors related to the manufacturing process (improper sheath liner expansion) and patient factors (calcification, tortuosity, and undersized vessel) may have contributed to the reported resistance, the sheath does not expand, and liner puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk or corrective or preventative action is required.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during valve/delivery system (ds) insertion, it was noticed that the valve was outside of the sheath in the patient's aorta. During the removal of the valve/ds/sheath, the valve came off of the ds and was lodged in the external iliac. Attempts were made at percutaneous retrieval however the team decided to deploy the valve in the external iliac. A new sheath/ds/valve was prepped and successfully inserted and deployed. The patient resting in the ICU. Follow-up with the fcs indicated that there were no tracking issues or insertion difficulties. The perceived root cause was that the sheath seam did not expand. The sheath was removed over the wire and inserted a new sheath. The patient was stable and was discharged the next day.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference the related manufacturer report no: 2015691-2024-06152.